Event description:
Additional information indicates that only the scs ipg was explanted on an unknown date. The scs lead remains implanted, but not connected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention was undertaken on an unknown date wherein the scs system was explanted to address the issue. No other information known at this time.